Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance completing the priming process. The customer's blood glucose reading was 460 mg/dl at the time of incident. Troubleshooting explained the priming process and bolus features to the customer.